Manufacturer narrative:
(B)(4). The actual picco catheter used during the reported event was not returned for evaluation, as it was discarded at customer site. Therefore, it is not possible to determine if the catheter had any malfunction or any deviations from the specifications. Two similar complaints about similar issues with picco catheters were reported by the same customer. The actual picco catheters of these complaints (3003263092-2016-00002 and 3003263092-2016-00003) were returned and evaluated. The investigation of these catheters pointed to the root cause as the use or application of organic disinfectants. As this is not indicated, according to the product's instructions for use (IFU), this is seen as an off-label use. (B)(4).

Event description:
(B)(4). Manufacturer reference # : (B)(4).

Manufacturer narrative:
(B)(4). According to received information, the reported catheter was discarded and is not available for investigation. Another catheter from the same batch will be returned for investigation. A supplemental medwatch report will be sent when the investigation is complete.

Event description:
It was reported that upon set up of a picco catheter, the luer connection of the catheter was leaking. There was no harm to the patient. (B)(4).